Event description:
The pt was being transferred from the bed to the wheelchair when the leg straps released and the pt fell to the floor. The resident suffered a head laceration and a skin tear to the right elbow.